Event description:
Manufacturers ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check and that during investigation by the field service engineer water traces was found inside the air gas module. The issue was solved by replacing the air gas module. Moisture/water in supply gases into a gas modules can cause failure which might lead to a stop of ventilation or high pressures. Alarms will be generated. The most probable source of moisture/water into a gas module is moisture from the hospital's gas supply system and/or external compressor. Make sure that the supplied gases to the ventilator is not exceeding the maximum levels of water (h2o < 7 g/m3). The device logs were not received and the air gas module was not returned for investigation. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).